Event description:
While a clinician was rotating floor light's head portion, light tipped over and fell on patient. Light made contact with patient's left eye which resulted in swelling. Patient suffered no change in vision and an ophthalmology consult was ordered.